Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a maxplus clr positive displacement conn experienced damage and leakage during use. The following was reported by the initial reporter: "this is a max plus issue that occurred again yesterday in ICU the max plus was connected to a 3 way tap- the crack was located near the connection point to the bd 3 way tap has there been any feedback by bd quality regarding this issue reported in april? From clinician: doing a quick local investigation showed the defect quite clearly. It's difficult to capture on camera owing to its small size and clear plastic."